Manufacturer narrative:
Patient information is not available for reporting. Event year reported as 2018; exact date is unknown. This report is for an unknown biomaterial - cement delivery device. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is not provided for reporting. (510k): unknown, as specific part and lot numbers for cement delivery device is not provided. (B)(4) used to capture additional medical/surgical intervention required: the cement hardened too quickly preventing the injection device from being removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during augmentation of tfn-advanced¿ proximal femoral nailing system (tfna), the traumacem cement hardened quite fast. Because of this it was impossible to remove the cement cannula. It broke and a part of the cannula remained in the blade. No other information provided. Concomitant device reported: blade (part # unknown, lot # unknown, quantity 1). This report is for an unknown biomaterial - cement delivery device. This is report 2 of 2 for complaint (B)(4).